Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, when the real intelligence robotic drill was plugged in the white light above, where the drill is plugged in, kept flashing and would not stop. Then, they received an error message giving them a drill disconnect and asking if they would like to quit or continue. They pressed continue and the drill icon on bottom left of screen stated flickering continuously and entire system froze. They were not able to power down by pushing red power icon in upper left corner, so they had to do a hard shutdown. They ended up opening a new drill and worked. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual inspection or a functional evaluation due to the console not being returned. A review of provided log files from the day of the event did not confirm the drill disconnect error, as no errors could be observed. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a fault with the exposure motor or rom calibration of the drill used in the case and not the console itself. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: health effect - impact code.